Event description:
It was reported that balloon issues occurred resulting in unretrieved device fragment. A 2.00mm x 12mm nc emerge balloon was selected for coronary angioplasty procedure. During the procedure, during dilation the balloon ruptured with incarceration in the lesion. While withdrawing, the shaft fractured, and balloon migrated in the distal vessel. This resulted in prolonged hospitalization. No further information is available.